Event description:
Clinical study: during a coronary artery drug eluting stenting procedure the deployment balloon got stuck and was difficult to withdraw. The index procedure treated two target lesions. Target lesion 1 was a 3.0 mm vessel diameter, 70% stenosed region that spanned from the proximal left anterior descending artery (lad) to the 1st diagonal artery. The physician predilated this lesion prior to placing one taxus liberte 3.0x32 mm (lot 7315831) drug eluting stent. Target lesion 2 was a 3.5 mm vessel diameter, 70% stenosed region of the distal circumflex artery (cx). The physician predilated this lesion prior to placing one taxus liberte 3.5x28 mm (lot 7316278) drug eluting stent. The patient was discharged from the hospital 1 day post index procedure receiving asa, and plavix. The site reported that during the drug eluting stenting procedure the deployment balloon got stuck and was difficult to withdraw from target lesion 1. The physician was able to free the balloon by reinflating it and tugging on the device. The event was resolved without residual effects to the patient.